Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Additionally, healthcare professional reported "patient's concern with the product". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, deformation, and cloudiness/voids in the gel observed after the autoclave disinfection cycle. Weight measurement of the device identified device weight was within specification. Based on the device analysis the final assessment was no issues found related with the manufacturing process.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma(late) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: "symptoms of pain and pressure" and "large fluid collection around the device". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient representative reported left side, "symptoms of pain and pressure and went to the ER. They found large fluid collection around the device." Patient was treated with "pain meds and the symptoms resolved a little while later". Device remains implanted.